Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was originally admitted for chronic obstructive pulmonary disease (copd) exacerbation on (B)(6) 2022, and during admission a possible outflow graft (ofg) clot was noted. The patient was readmitted on (B)(6) 2022 due to shortness of breath and bleeding noted at the lovenox injection site. The patient was diagnosed with a hemorrhagic stroke and anticoagulation was put on hold. The patient was noted to have down trending pulsatility index (pi) and possible power changes. The log file review noted that pump power/flow/pi readings appeared to be trending fairly neutral. The pump appeared to be operating as intended. It was communicated that the ofg clot was diagnosed with a computed tomography (CT) scan. The stroke was also diagnosed using CT. Lovenox was given as coumadin bridge for inr (international normalized ratio) of 2.5.

Event description:
It was reported that the patient was originally admitted for chronic obstructive pulmonary disease (copd) exacerbation from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft clot could not be conclusively confirmed through the submitted image. Additionally, a direct correlation between the device and the reported hemorrhagic stroke and bleeding could not be conclusively established through this evaluation. The submitted log files collectively contained information from (B)(6) 2022 to (B)(6) 2022 and appeared to capture the pump operating as intended. Power, flow, and pi appeared to have a stable trend throughout the data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis, stroke and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. This section provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.